Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The following information was found to be duplicate information and had been previously filed in manufacturer report#3007566237-2015-01725. It was reported that this pump was implanted and explanted prior to six months of implant. The reason for explant was not initially provided. However, the patient's second pump was also explanted within this same time period with report of being ineffective, not working properly, and therapy issues (see manufacturer report #3007566237-2015-01667). This first pump had been increased to 600 micrograms/day and the patient's current third pump was only programmed to 300 micrograms per day to which the patient was then receiving effective therapy. This device system delivered baclofen. Additional information was requested to clarify model/serial, patient symptoms, potential product issues, troubleshooting, and resolution. Should additional information be received a supplemental report will be filed. Any additional information will be filed in this current manufacturer report: 3004209178-2014-22722.

Event description:
It was reported the patient had less than 50% therapy relief. The healthcare professional (hcp) tried to modify the therapy without good results on spasms. A (B)(6) study, (B)(6) study and x-rays were performed. The healthcare professional (hcp) replaced the generic compounded baclofen with lioresal. The pump was reprogrammed and the dose was increased. During aspiration, another device manufacturer's refill kit was used and the hcp reported the "liquid flowed by the pump with high pressure. This caused the cap (clamp/tap) of the refill kit to fall down. The pump was set to minimum rate and later explanted because the therapy was not effective; the patient received good results on the rigidity but no results on spasms. The outcome of the event was not reported.